Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant device(s): 320-31-36, 7129906 - glenosphere, 36mm, 320-35-01, 7180131 - small glenoid plate, 320-20-00, 7165747 - eq reverse torque defining screw kit.

Event description:
As reported, approximately 3 months postop the initial fracture rsa, the female patient had complained of pain, the surgeon found by x-ray that the screw had backed out from the appropriate position. As a result, the surgeon decided to perform revision surgery. The liner, glenosphere and locking screw only were replaced. The glenoid plate was not replaced due to the assembly condition between glenoid base plate and locking screw that used at primary surgery was confirmed and it was noted that the locking screw could not insert into the hole of the glenoid base plate correctly. Based on the this, a new locking screw was tried and could be inserted into the hole of glenoid base plate that was used by primary surgery correctly. The surgeon did note that during the primary rsa, when he placed the glenosphere, he found an osteophyte above the glenoid, and removed it. He noted this step may have affected the placement/seating of the glenosphere fully. The locking screw was noted to have fully come off, so the removal procedure of implants was easy. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (d4) serial number: (B)(6), expiration date: 09-nov-2026. (H3) the revision reported was likely the result of not fully seating the glenosphere on the baseplate, possibly due to incomplete removal of an osteophyte above the glenoid, which led to incomplete seating/cross-threading of the glenosphere locking screw at the time of implantation. Incomplete seating of the screw likely allowed the screw to back out overtime and caused the glenosphere to become loose on the baseplate. (H4) device manufacture date: 11-nov-2021.